Event description:
The customer returned the product for cassette sensor was defective, during device evaluation, a detached downstream occlusion (dso) seal and a malfunctioning downstream occlusion (dso) sensor were identified. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no previous services. During inspection it was found that dso sensor was not sensing when a cassette was attached. Dso sensor was replaced. Further inspection found a detached downstream occlusion (dso) seal. All defective components were replaced with new ones. Device sensors were calibrated, and the performance verification test was performed. The device passed all the tests thereafter.